Event description:
It was reported that during prep but prior to introduction into patient anatomy, an attempt was made to attach the hub of a 2.5x12 trek balloon dilatation catheter (bdc) to an indeflator, however, the hub was unable to securely connect to the indeflator. For troubleshooting purposes, while still outside of the patient anatomy, an attempt was made to securely attach a new indeflator to the hub of the bdc, but the hub was unable to securely connect to this indeflator; an attempt was then made to inflate the balloon, however, the balloon ruptured between 2 and 4 atmospheres. The bdc was not used in the anatomy. Another attempt was made to attach the hub of another 2.5x12 trek bdc after advancing this device without difficulty into the patient anatomy to the radial-subclavian-aorta area with negative pressure drawn and held, however, the hub of this device was also unable to be threaded securely and tightened onto the 1st indeflator; it was then observed that the same indeflator was filled with blood and a leak in the balloon was confirmed. The procedure was completed using a 2.5x12 non-abbott bdc using the same indeflator. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional rx nc trek dilatation catheter mentioned is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation device loose connection could not be confirmed on the returned device using a proxy indeflator. A return of the inflation device used in the procedure may have aided the investigation. The definitive cause of the reported inflation device loose connection could not be determined. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.